Event description:
On september 2, 2006, the lay user/reporter (patient's parents) contacted lifescan alleging that the patient's 4 one touch ultra meters (and an unspecified meter) were not reading accurately. The medical affairs specialist spoke with the patient's mother on september 6, 2006, to obtain/verify the following information. The pt tests 20-25 times/day and takes humalog insulin (sliding scale). Two days earlier, around 2am, patient's mother woke up and became concerned with her daughter's blood glucose levels when her daughter asked for water in the middle of the night. The patient's mother stated that she "panicked" and attempted to test her daughter's blood glucose but initially got error messages on 2 different meters. The patient's mother attempted to test with control solution on all 4 meters and the results were reportedly within range. The patient's mother retested her daughter's blood glucose on 4 meters and obtained back-to-back blood glucose results of "74, 323, 290 and 154 mg/dl" with the same finger-stick. At the time of testing, the patient was still asleep. Due to the large variances in the meter readings, the pt was not given any treatment. About 7-10 minutes after obtaining the "erratic" readings, the pt obtained "51, 54, 53 and 56 mg/dl on the 4 meters with the same finger-stick. The patient's mother stated that the pt was still asleep but was showing signs of low blood glucose so her daughter was given juice. Within 20-25 minutes after drinking the juice, the patient's blood glucose was over "150 mg/dl" on 3 different meters. Approximately 5-6 months ago early morning, the pt was sleeping when she got a "510 mg/dl" on one of her meters (unknown serial number) with no symptoms of high or low blood glucose. Ten minutes later, the pt got a "506 mg/dl" on a different meter (unknown serial number) and was given insulin based on her sliding scale. About a half an hour later, the pt got a "30 mg/dl" on one of her meters (unknown serial number) and was treated with orange juice. Two hours later, the pt's blood glucose was tested again and stated that her blood glucose levels went up but the reporter was unable to recall the result. The patient's mother indicated that on the same day, she performed control solution tests on both of the meters and they were inaccurately high. The reporter stated that the meter was set up correctly and the test strips were within discard date. This complaint is being reported because the patient was given insulin (sliding scale) based on her meter readings. A half an hour later, the patient became hypoglycemic. In addition, the calculated difference of the "74, 323, 290 and 154 mg/dl" obtained on 4 different meters exceeds the value of <=30% and/or <= 30.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.